Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the one day after implant, it was noted the implantable pulse generator (ipg) experienced one dropped ventricular beat approximately every hour due to device oversensing for one beat. The implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.